Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report : 1221359-2021-00933, 1221359-2021-01000 and 1221359-2021-01014.

Event description:
The customer reported false positive results with the idnow covid-19 assay with 4 possible kit lots. This MFR. Report addresses lot one of four. Repeat testing was performed and negative results were obtained. Confirmation was not performed. No additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Investigation: the customer stated the issue occurred on (B)(6) around 3pm and that the label printed with the abbott universal printer matched the patient ID result on the ID now instrument. The patient ID on the label was also a match to the patient ID displayed on the ID now instrument. Customer stated that they also have an independent labelling process that is a non-abbott label which was also created for this patient. This label was found to be incorrect. The discrepancy was not between the ID now patient ID and label print-out patient ID. Log files no longer required and issue resolved since this issue was with a customer created label that was incorrect. No further action required.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Additional information: the customer reported that in additional to the previously reported false positives the site was also, experiencing conflicting results. The customer had used the same swab in a different machines, and in one it came back with a positive result and in the other negative results were obtained. The customer had also used pcr and it came back with a different results. The customer stated that the issue was resolved and that the site has been able to continue using the instrument. The customer stated that an abbott technical consultant visited their facility to provide additional training and the issue resolved. Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot: 1021689 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 /lot 1021689, and test base part number 190-430 / lot 1021689. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1021689,showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.